Manufacturer narrative:
(B)(4).

Event description:
Nail broke during patient use. A revision surgery was conducted and the broken nail was removed and an arthrodesis was conducted with a plate and bone graft.